Manufacturer narrative:
D4: medical device expiration date: unknown. H4: device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® k2e 7.2 mg plus blood collection tube erroneous results-(low platelet count) were seen in 5 samples due to platelet clumping. Treatment was unchanged as platelet clumps were reported as they appear clumped on the film and the count is possibly inaccurate. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® k2e 7.2mg plus blood collection tube erroneous results-(low platelet count) were seen in 5 samples due to platelet clumping. Treatment was unchanged as platelet clumps were reported as they appear clumped on the film and the count is possibly inaccurate. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-platelet count) because the lot number is unknown. The affected lot(s) must be specified in order to perform clinical testing. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: erroneous results (platelet count). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.